Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and could not verify the failure in the iabp's diagnostic fault logs. However, the iabp unit did not pass the battery run time test, to fix the issue the fse replaced the batteries ((B)(4)). The fse performed all functional, calibration and safety checks to meet factory specifications. Unit passed all functional, calibration and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was plugged in to a functional ac plug in intensive care unit (ICU), and the iabp shut off with no alarm. The customer evaluated the iabp unit and the troubleshooting results showed that there was full battery power but the iabp did not switch to battery power. The customer rebooted the iabp unit and it pumped. No patient harm, serious injury or adverse event was reported.